Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It reported that this right ventricular (rv) lead and this recently implanted pacemaker triggered a lead safety switch (lss) due to out of range pace impedance measurements. Review of rv lead trends showed both high (>3,000 ohms) and low (<200 ohms) out-of-range pace impedance measurements. In addition, the battery of this implantable device was suspected to be depleting prematurely. Longevity estimates showed 4 years remaining, and later 3 years remaining after only 6 weeks of implant. Rv noise was observed, but not oversensed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and was consistent with an anomaly on the integrated circuit. Furthermore, evidence suggests the observed impedance fluctations were likely attributed to the integrated circuit as well. Technical services (ts) recommended emergent device changeout and to consider possible lead revision. Engineering requested that any explanted products be returned for further analysis. Additional information received reported that the pacemaker was explanted and replaced, however the rv lead remains in service. Following device replacement, rv pace impedance measurements were 550 ohms. No additional adverse patient effects were reported.

Event description:
It reported that this right ventricular (rv) lead and this recently implanted pacemaker triggered a lead safety switch (lss) due to out of range pace impedance measurements. Review of rv lead trends showed both high (>3,000 ohms) and low (<200 ohms) out-of-range pace impedance measurements. In addition, the battery of this implantable device was suspected to be depleting prematurely. Longevity estimates showed 4 years remaining, and later 3 years remaining after only 6 weeks of implant. Rv noise was observed, but not oversensed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and was consistent with an anomaly on the integrated circuit. Furthermore, evidence suggests the observed impedance fluctations were likely attributed to the integrated circuit as well. Technical services (ts) recommended emergent device changeout and to consider possible lead revision. Engineering requested that any explanted products be returned for further analysis. Additional information received reported that the pacemaker was explanted and replaced, however the rv lead remains in service. Following device replacement, rv pace impedance measurements were 550 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.